Event description:
It was reported that, "during the tka, the surgeon noticed that the screw and the lever have high frictions."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.